Event description:
The customer alleged the audio alarm functioned intermittently. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the alarm kit and power switch. The unit passed extended self testing. It is not verified that there was an intermittent alarm, and no malufnction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.